Event description:
Boston scientific crm received information that this right atrial lead was exhibiting high threshold measurements. It was noted that the lead had dislodged and was in the superior vena cava. As a result, this lead was successfully revised. This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.